Event description:
(B)(4). Initial info received from a physician via a sales representative on 21-may-2009: a(B)(6) female was treated with poly-l-lactic acid [sculptra] injections (lot number, dosage, indication and therapy dates were not provided). On an unspecified date, the pt developed a nodule/granuloma under her right cheek which is visible by the eye. She possibly also developed it under the left cheek as well; however, it is not visible. Concomitant medications and relevant history were not provided. No further relevant info reported. Additional info for sculptra (lot number and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional info received from a physician on 02-jun-2009 and 03-jun-2009: the physician reported the pt was treated with a total of 3 vials of poly-l-lactic acid on two different sessions for cosmetic purposes many months ago (specific treatment dates not provided). On an unspecified date, quite a while after the injections, the pt developed 3 nodules within the injection zone. The physician states since the pt developed the nodules a while after the injection, he is not sure if they are due to the poly-l-lactic acid injections. At the time of the report, the pt's nodules have not gone away and can easily be seen, however, they are not getting worse. No further relevant info reported.